Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device, or the cause of the occurrence. Should additional facts prompt us to alter, or supplement any information, or conclusions contained in the original MDR, or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the pump tubing was torn and leaking. The device was explanted.

Event description:
According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2017 and removed on (B)(6) 2020 due to leakage. Additional information received indicated: ¿pump tubing leak (tear).¿

Manufacturer narrative:
Titan otr pump, cylinders 1 and 2, reservoir, and detached inlet tube with connector were received for evaluation. No functional abnormalities were noted with the pump. A separation was noted in the bladder of cylinder 2. This was a site of leakage. The surfaces appeared to have uniform striation, indicating contact with sharp instrumentation. Abrasion was noted on the exhaust tube of cylinder 1. No functional abnormalities were noted with cylinder 1. A separation was noted in the inlet tube of the reservoir near the tube/strain relief junction. This was a site of leakage. The surfaces appeared rough and irregular, indicating stress was exerted. A group of partial separations, indicating contact with unshod instrumentation, was noted on the reservoir inlet tube. This was not a site of leakage. A group of separations, indicating contact with unshod instrumentation, was noted on the reservoir inlet tube. This was a site of leakage. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the separation indicates that sufficient stress(s) may have been exerted on the inlet tube at the tube/strain relief junction of the reservoir to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 2 and detached inlet tube occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, it was concluded that the separations most likely occurred during or subsequent to explant. These separations were not associated with the cause for failure.